Manufacturer narrative:
The lot number is unknown and therefore, the date of manufacture can not be determined. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be drawn without the device or the lot number.

Event description:
The customer reported that after 4-6 days of patient use, the tube showed a defect in the cuff and could not be used anymore. The cuff would not hold air. The patient required a non-routine re-cannulation and was not injured. The lot number is unknown.